Manufacturer narrative:
An event of device deformity could not be confirmed. Imaging was received from the field showing the polyester patch to be misaligned. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer septal occluder was chosen for implant using an abbott delivery system. During the procedure, while implanting, it was noted that the device took form of a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation or kink was noticed in the delivery system. The procedure was completed using a 22mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.